Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the product has not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found the deployer without the white sleeve, neither the plates nor the sleeve could be observed. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the truespan 24 degree plga would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure such as: hand placement during the positioning and insertion process. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a meniscal repair surgical procedure it was observed that, while in the knee, the protective shaft of the truespan 24 degree plga device became disconnected from the body of the gun. It was reported that the surgeon was able to hold the shaft with his other hand and successfully deploy both anchors, however the depth stop measure was compromised. It was reported that the procedure was completed successfully. There were no adverse consequences to the patient, and no surgical delay. No additional information could be provided.